Event description:
Patient had two hsv 1 positive tests (index values = 1.07 and 3.87) and three hsv 2 positive tests (index values = 1.06, 1.26, and 1.36) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference reports: mw5116737, mw5116738, mw5116740, mw5116741.